Event description:
Customer received a reading of 131mg/dl at 5:59 am with the freestyle meter while customer was experiencing symptoms of hypoglycemia. Paramedics were called and arrived five minutes later. A reading of 37mg/dl was received by paramedics. Customer was treated with a tube of glucose to raise blood glucose levels. Customer's blood glucose levels stabilized at the hospital. Modifications were made to their medications. Their insluin was increased and clonipin was discontinued.